Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was stuck on the cystic duct and had to be forcefully opened. There was no damage to the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.